Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 91 and 178mg/dl. Tests were done 10 mins apart with a difference of 57%. Pt did not experience any adverse events. No further info has been reported.